Event description:
It was reported by repair work order that the side rail could not latch due to damaged latching bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit to be replaced.